Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The initial failure of the device was alleged as cracked/peeling insulation at shaft, but upon further investigation it was confirmed that the actual failure was burns on handle, electrode broken. The confirmed failure mode still constitutes a breech insulation. Alleged failure: cracked/peeling insulation at shaft. Confirmed failure: burns on handle, electrode broken. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.